Event description:
It was reported that the right ventricular lead was capped and replaced due to high thresholds. The ipg was returned to the manufacturer after being explanted due to normal battery depletion. It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output condition was the result of lifted hybrid bond wires.